Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease of about 40% in the remaining longevity in six months time. Premature battery depletion was suspected and device data from the remote monitoring system was reviewed. Technical services reviewed the data and confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement within 62 days. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure scheduled for (B)(6). The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease of about 40% in the remaining longevity in six months time. Premature battery depletion was suspected and device data from the remote monitoring system was reviewed. Technical services reviewed the data and confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement within 62 days. No adverse patient effects were reported. The device remains implanted and in service pending a replacement procedure scheduled for december 17. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.